Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from the joints of the foley catheter.

Event description:
It was reported that the urine leaked from the joints of the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received (7) photo samples. First photo sample shows top view of catheter attached to the drainage bag. Second photo sample overview of catheter. Third photo sample shows the catheter with deflated balloon. The fourth photo shows the overview of the catheter with the sample port connected. The fifth photo shows inflation valve cap. The sixth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley attached to the drainage bag. Visual inspection of the sample noted the drainage funnel was flushed with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and no leakage present. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no leakage observed. With the syringe attached the balloon deflated passively within 1 min 36 seconds. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.